Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the clinic, it was reported that the patient experienced recurrent infection and swelling with skin overgrowth at the implant site, resulting in abutment removal and device non-use. The patient will resume device use once the site has healed. It is unknown what treatment the patient has received, as of the date of this report.